Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced diminished vision and vision blurry. It was noticed that one of the haptic was dislocated. The iol was exchanged for other model of company lens 1 month following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).